Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged when the physician was slitting the catheter. The lv lead was repositioned with a new catheter and remains in use. No patient complications have been reported as a result of this event.